Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area asred and itchy some open spots from scratching. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a cream for the skin irritation. Follow up indicated that the skin irritation improved.